Event description:
Additional information: it was further reported that the pump "fell on the incision line, would not heal then and worked its way out". The pump was removed 6 weeks ago from the date of this report.

Event description:
Additional review indicated that the patient had a pump revision/reposition prior to the pump replacement. The pump was moved down and over a little bit closer to the center of the patient¿s body. It was suspected that the patient¿s belt line was riding a little under the pump and was pushing up on the pump, which the patient thought was making it push out on the incision.

Event description:
It was reported that the pump was not staying in place. About 3 weeks ago had the pump moved slightly down and over; and it started to move again 7 days ago from the date of this report. It was further stated that following implant the incision wound never completely healed. The "ledge of pump the incision above pump is not healing; the skin won't close and doctor had buried an inch deep". Patient visited the healthcare provider (hcp) on (B)(6) 2012 and was advised to remove everything completely including the catheter. It was also stated that part of the pump was starting to show and per the hcp once it's exposed to air it will have to be removed anyway or moved. Hcp started patient on antibiotics to avoid infection in case it's exposed. The implant area was not tender or red and seemed to the patient that the pump wants to push upward and was too big for his body size; "the pump's diameter was big, 3/4 inch bigger". It was indicated tha the hcp wanted to remove the device on (B)(6) 2012. Drug delivered via the device was hydromorphone. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot# l68734, implanted: 1999-(B)(6), explanted: unk; catheter model: 8596, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk. (B)(4).